Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter had black marks on the display screen. The complaint was classified based on information obtained during a follow up call by the (B)(4) on (B)(6) 2012. The patient stated that alleged issue began on (B)(6) 2012 at 6 p.m. The patient confirmed with the (B)(4) that he manages his diabetes with insulin (self adjusting) and denied making any changes to his normal diabetes management as a result of the alleged issue. The patient reported "urinating frequently" at 1 p.m. On (B)(6) 2012, which he associated with a high blood glucose level. The patient was unable to obtain a blood glucose reading at the onset of symptoms due to the alleged black marks on the subject meters display screen. The patient stated that he treated himself with 10 units of humalog insulin 4 hours after the onset of symptoms. During troubleshooting the customer care advocate (cca) noted that this was not the first time the subject meter was being used and that there had been no misuse to the device. The issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly self treated with insulin for symptoms suggestive of a serious injury after being unable obtain results on the subject meter due to the alleged black marks on the display screen

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this compliant failed testing. The meter was found to have a broken display. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.